Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 4 devices were received. 3 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly difficult to open or close. 4 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10. 7 previously reported events are included in this follow-up record. Product return status 6 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly difficult to open or close. - 1 event had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.